Event description:
It was reported that there was still drug in the pump and the patient thought it was leaking out. The patient reportedly ¿almost died¿ last week. The patient took 30 mg of oral baclofen, and started to feel like she wasn't thinking very well. The patient woke up in the intensive care unit (ICU) and was there for 3 days. The patient "overdosed" on baclofen, and the reporter thought the drug in the pump caused the overdose. The patient also reportedly gets a bad reaction from oral baclofen. The patient was trying to have the pump explanted but could not find a doctor to help her. The pump system was being used to infuse baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11294r46, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient had an overdose. The patient did not remember anything about the event other than that the pump leaked medication and that they "almost died". The patient stated that they were on life support and survived. No further complications were reported.